Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-07671. Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced resolving the issue. Effective therapy was established post-operatively.

Event description:
It was reported that the patient's system was autoreducing due to high impedances. It was noted that the patient had 3 major falls prior. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.